Manufacturer narrative:
Emdr e11 due character limit e1 event site name- (B)(6) hospital. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient cardiosave intra aortic balloon pump(iabp), the lcd panel went blank. There was no harm reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, component code).

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, lcd display replaced due to display issue. Inspection based on the service manual found to be in good condition. The failure analysis and testing dept. Received part with a reported unit failure of the lcd panel going blank while in use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure can be confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.